Event description:
It was reported that the fan constantly runs and alarms. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was removed, otherwise no physical damage found. Functional testing found after power on that the fan would continue to run and the alarm noise would come on. Also found during testing the oximeter version was not able to load up. Internal inspection of the device did not find anything wrong with the oximeter board. The oximeter board?s eeprom chipset was removed and re-seated. The device was rebooted and the oximeter was able to detect properly - the alarming and fan issue was resolved. The root cause of the reported issue was found to be inadequate eeprom chip connection to the oximeter board. With the tamper seal removed, it is concluded that the failure was user induced.

Event description:
Additional information was received which stated the event date is unknown and that there was no patient involvement.